Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an evaluation of the device was not possible. A review of the mfg records showed no anomalies. Al of our valves are 100% tested at the time of MFR. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the bottom of the valve was allegedly leaking during preimplantive testing.